Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error 21502 (flange error). This issue occurred during startup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. Correction: g4: PMA/510k #. H11: the device was received for evaluation. During functional testing, flange error 21502 was not reproduced during startup; however, flange sensor testing did not met specifications. Visual inspection of the grommet revealed to be slightly rotated interfering with the flange sensor. A review of event history log revealed multiple occurrences of flange sensor error (system error 21502). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition is related to mechanism and flange assembly which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.